Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the blank display. The patient cleaned the battery cap contacts and replaced the battery but the display did not return. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to a faulty component on the interface board. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement due to blank display. The insulin pump had cracked reservoir tube lip and cracked battery tube threads.